Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia automated pd cycler set could not be disconnected from the peritoneal dialysis (pd) transfer set. This occurred while the patient was disconnecting from pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected, and the reported condition of connection issue difficult to disconnect could not be observed. The reported condition was not verified through photo inspection. Should additional relevant information become available, a supplemental report will be submitted.